Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator (eri) and had telemetry issues. The markers appear to be lining up with atrial activity rather than ventricular activity during the threshold and sensing tests. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had high thresholds. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.